Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They reported that during a case they suspected the distal co2 port of the hp2 was clotted. It was working fine until fat got into the lumen. No patient harm was reported and they finished the case with another kit.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis : (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67). The device was returned to the factory for evaluation on 01/19/2022. An investigation was conducted on 02/10/2022. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood was observed on the cannula as well as on the harvesting device. There were no visual defects observed on the harvesting device. The cannula was observed to be intact, with an intact c-ring. No visual defects were observed on the cannula. The insufflation tube and the water tube were observed to be intact. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID (B)(4) due: 01/31/2023). A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The values displayed were within specified acceptable range which is 2195 sccm. Based upon the returned condition of the device and the results of the investigation, the reported failure " obstruction of flow" was not confirmed.